Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 15-oct-2025, UDI#: (B)(4) h3: analysis of the communicator found-¿tm90 micro usb port/hub is damaged¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported the communicator was not taking a charge. The patient stated they charged it yesterday and it wouldn't take a charge last night. The agent had the patient reset the tm90. The patient confirmed there was no visible damage to the cord or the communicator port. The patient plugged the tm90 into the ac power supply and the battery indicator light did not come on. The patient was able to get the deliver bolus screen, but no device found appeared when they attempted to deliver the bolus. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator due to the communicator not charging, no light indicator.